Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 21aug2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including power cable disconnect and low voltage alarms, and the actions to take if the issue does not resolve. The system controller (serial number: (B)(6) was returned for evaluation following the reported event of a heart transplant. The log file downloaded from the returned controller contained approximately 1 day of relevant data (05mar2021 ¿ 06mar2021 per the timestamp). The driveline was disconnected on 06mar2021 at 19:35:06 to exchange the system controller. The pump maintained a speed above the low speed limit without any issues while the driveline was connected. The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported event could not be correlated to an issue with the returned system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been moved up on the transplant list due to the increasing intermittent beeping of low voltage alarms. The alarms caused the patient severe anxiety, sleep deprivation, and restricted them to a poor quality of life. The patient's anxiety was caused by fearfulness of the alarms leading to critical device malfunction. The alarms were unable to be resolved by changing out the external heartmate 3 system equipment.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient history of controller exchange due to intermittent beeping covered under manufacturer report number 2916596-2020-05719.

Event description:
Reference manufacturer report number: 2916596-2021-01449. It was reported that the patient was transplanted on (B)(6) 2021. The patient had continued intermittent beeping on their controller that had not resolved despite changing out all external equipment.